Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following was reported by the initial reporter: "it was reported that glucose levels were elevated and patient was hospitlized and needle was casuing pain during injection. Verbatim: the patient received insulin lispro (rdna origin) injections (humalog) from a cartridge via unknown device, with unknown dose and route, three times a day for type 1 diabetes, beginning on (B)(6) 2018. On an unknown date in 2019 (used for 1.5 years- as reported), he started to receive insulin lispro via a reusable humapen luxura hd (half dose) (unknown color). Since an unknown date, he had pain with needle tips (accu fine). The pharmacist stated that it could be psychological since all types of needle tips were in same size and thickness. Accu fine was used in his first hospitalization which was the time that he was firstly diagnosed (unspecified). They were trying to find best solution for him to manage this situation well. Bd microfine needle was advised on pharmacy and the consumer bought bd microfine. On (B)(6) 2020, he was hospitalized due to blood glucose level elevations. He did not remember how high his blood sugar level was when he was hospitalized. He was discharged from hospital on (B)(6) 2020. The needle tips that used in hospitalization duration caused pain to him. When he thought that the blood glucose measured as high, the blood glucose was actually elevated in that time because of the failure of glucose meter. On (B)(6) 2021, the humapen luxura hd pen was damaged, it was jammed, and they requested a new pen (product compliant# (B)(4), lot# 1709g03). He was especially using accu-fine needle tip and the other types of needle tip caused pain. Information regarding further corrective treatment and outcome of the events was not provided. Status of insulin lispro therapy was unknown. The operator of the reusable humapen luxura hd device and his/her training status was not provided. The general reusable humapen luxura hd device model duration of use was unknown but started on an unknown date in 2019 and suspect reusable device duration of use was unknown. The action taken with status of suspect reusable humapen luxura hd device was unknown and its return status was not provided. The reporting consumer did not provide relatedness assessment between the events and insulin lispro drug and humapen luxura hd device."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following was reported by the initial reporter: "it was reported that glucose levels were elevated and patient was hospitalized and needle was causing pain during injection. Verbatim: the patient received insulin lispro (rdna origin) injections (humalog) from a cartridge via unknown device, with unknown dose and route, three times a day for type 1 diabetes, beginning on (B)(6) 2018. On an unknown date in 2019 (used for 1.5 years- as reported), he started to receive insulin lispro via a reusable humapen luxura hd (half dose) (unknown color). Since an unknown date, he had pain with needle tips (accu fine). The pharmacist stated that it could be psychological since all types of needle tips were in same size and thickness. Accu fine was used in his first hospitalization which was the time that he was firstly diagnosed (unspecified). They were trying to find best solution for him to manage this situation well. Bd microfine needle was advised on pharmacy and the consumer bought bd microfine. On (B)(6) 2020, he was hospitalized due to blood glucose level elevations. He did not remember how high his blood sugar level was when he was hospitalized. He was discharged from hospital on (B)(6) 2020. The needle tips that used in hospitalization duration caused pain to him. When he thought that the blood glucose measured as high, the blood glucose was actually elevated in that time because of the failure of glucose meter. On (B)(6) 2021, the humapen luxura hd pen was damaged, it was jammed, and they requested a new pen (product compliant# (B)(4), lot# 1709g03). He was especially using accu-fine needle tip and the other types of needle tip caused pain. Information regarding further corrective treatment and outcome of the events was not provided. Status of insulin lispro therapy was unknown. The operator of the reusable humapen luxura hd device and his/her training status was not provided. The general reusable humapen luxura hd device model duration of use was unknown but started on an unknown date in 2019 and suspect reusable device duration of use was unknown. The action taken with status of suspect reusable humapen luxura hd device was unknown and its return status was not provided. The reporting consumer did not provide relatedness assessment between the events and insulin lispro drug and humapen luxura hd device."